Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) for cosmetic reasons approximately 3 and half years ago at another cosmetic clinic. The injections were performed by a registered nurse at the other clinic and were of unk quantity and dilution and unk injection numbers. No additional treatment details were mentioned. The patient noticed lumps developing six to eight months ago ((B)(6) 2010) and they are worsening. Most are palpable only as fibrous lumps, but over the zygomatic bone the nodule is visible, especially on the left. This lump has been injected with (triamcinolone acetonide) kenacort a-10 steroid injection on (B)(6) 2010. The reporter mentioned that the patient has also had some hyaluronic acid (juvederm) in her lips and voluma in her cheeks performed at another clinic this year, and that the lumps would appear to not be in the areas where hyaluronic acid was injected. Additional relevant medical history and relevant concomitant medications were not mentioned. Action taken: not applicable. Outcome - not recovered/not resolved. Physician/reporter causality: not provided.

Manufacturer narrative:
June 28, 2010, device qc performed.